Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, sensor wire was left behind in his body as patient was unable to locate the wire. Patient did not report any discomfort at insertion site. The patient reported insertion in shoulder. The device is not indicated for insertion in shoulder. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.